Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (medical device problem code) : a1702 (device-device incompatibility) is being utilized to capture jammed/seized device interaction (2+ devices) jammed/seized & unable to disassemble device interaction (2+ devices) unable to disassemble. Removed pe code undetermined allegation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the impacted products had an unknown allegation. The event did not happen in surgery. During follow up with the reporter it was stated that the inhance impactor handle and glenosphere adapter threaded together with much difficulty. When the user tried to unscrew the two pieces, they had become cold welded together and could not be separated. It was also observed that the head of the 20 driver was rounded off and needed to be replaced. These items were not used in the case as we had done an anatomic shoulder.